Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 563 mg/dl and stated that there was an open book image and there was moisture in the battery compartment. Troubleshooting was not performed for the hyperglycemic event. It was found that the customer has treated the high blood glucose event with the insulin pump. It was unknown if the customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11c retainer ring = black case type = ngp customer returned pump for experiencing high bg and alleged critical pump error (open book image) alarm and exposed to moisture found on 24-aug-2023. No critical pump error (open book image) alarm noted during boot up. The pump failed the rewind test due to pump error 3. Unable to perform the displacement, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump passed active current test and self test. Pump failed sleep current test due to high current caused by moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, harness assembly vibrator and keypad flex tail. Verified the pump alarmed pump error 43 in pump downloaded history on 08/24/2023 at 21:06:01.000 due to moisture damage on the motor. Verified the pump alarmed pump error 3 in pump downloaded history on 08/24/2023 at 21:06:18.000 due to a hardware error. Verified the pump alarmed pump error 63 variable 9 in pump downloaded history on 08/24/2023 at 21:06:18.000 due to a hardware error. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact missing, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump exposed to moisture confirmed on the electronic assembly, motor, force sensor, harness assembly vibrator and keypad flex tail. Unable to verify customer's high bg complaint. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Pump error 43 was confirmed due to moisture damage on the motor. Pump error 3 and pump error 63 variable 9 were confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.